Event description:
It was reported that when patient presented to the emergency room with pocket muscle stimulation, no back up vvi mode was observed on the device. Programming changes were made and there was stimulation during the threshold test. No further information available.